Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device. Initial inspections and performance checks were completed with no alarms or abnormalities observed. To evaluate the reported condition, the technician intentionally induced an oscillator stop alarm by introducing a controlled leak. The alarm behavior was consistent with expected design, and normal operation was successfully restored by reinserting the stopper and resetting the unit. Preventive maintenance and performance testing were subsequently performed, including power supply checks, calibration, airway pressure monitoring, pneumatic function verification and alarm checks and all tests passed. Performance was verified to be within manufacturer specifications and based on the evaluation, the customer's reported issue could not be reproduced under normal operating conditions. The device was found to be fully functional and was cleared for continued clinical use.

Event description:
Complainant reported that the device's oscillator stopped. No patient harm was reported.

Manufacturer narrative:
Manufacture date unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.